Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer followed instructions to inspect and clean the pump, ensure components were in place, and successfully loaded the cartridge, allowing them to resume insulin delivery.